Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting, however, occlusions continued and clinical troubleshooting has been exhausted, a replacement pump was sent to the customer to resolve the issues.